Manufacturer narrative:
The customer¿s report of possible incorrect programming was confirmed. No theft of fentanyl is believed to have occurred. During programming the user selected a weight based dose of fentanyl which resulted in an infusion rate of 348ml/hr when a dose of 75mcg/kg/hr was programmed, and a rate of 232ml/hr when a dose of 50mcg/kg/hr was programmed. During programming soft guardrails alerts occurred each time due to the dose exceeding the guardrails limit of 2mcg/kg/hr, however the user chose to proceed with the infusions. Programming a non-weight based infusion of fentanyl using the reported intended dose of 50mcg/hr would have resulted in a corresponding rate of 2ml/hr. The returned pump module was tested and found to be in specification with no issues observed. The root cause of the incorrect programming was selection of a weight based infusion instead of the intended non-weight based infusion.

Event description:
The customer requested an investigation to determine if a pcu was incorrectly programmed or if there was possible theft of fentanyl. The fentanyl was mixed in a 100 ml bag of normal saline and ordered to run at 50 mcg/hr. There was no patient harm.

Event description:
(B)(4) - possible incorrect programming on pcu. Use error-weight programming and use error-rate programming. The customer requested an investigation to determine if a pcu was incorrectly programmed or if there was possible theft of fentanyl. The fentanyl was mixed in a 100 ml bag of normal saline and ordered to run at 50 mcg/hr. There was no patient harm.

Event description:
The customer requested an investigation to determine if a pcu was incorrectly programmed or if there was possible theft of fentanyl. The fentanyl was mixed in a 100 ml bag of normal saline and ordered to run at 50 mcg/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of possible incorrect programming was confirmed. No theft of fentanyl is believed to have occurred. During programming the user selected a weight based dose of fentanyl which resulted in an infusion rate of 348ml/hr when a dose of 75mcg/kg/hr was programmed, and a rate of 232ml/hr when a dose of 50mcg/kg/hr was programmed. During programming soft guardrails alerts occurred each time due to the dose exceeding the guardrails limit of 2mcg/kg/hr, however the user chose to proceed with the infusions. Programming a non-weight based infusion of fentanyl using the reported intended dose of 50mcg/hr would have resulted in a corresponding rate of 2ml/hr. The returned pump module was tested and found to be in specification with no issues observed. The root cause of the incorrect programming was selection of a weight based infusion instead of the intended non-weight based infusion.